Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis occurred and the patient experienced a myocardial infarction. In (B)(6) 2008 the patient presented shortness of breath and electrocardiogram revealed sinus tachycardia. The patient was diagnosed with stable angina and cardiac catheterization was recommended. The 90% stenosed and 5.00mm long target lesion was located in the 2nd obtuse marginal artery (om) with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilation and placement of a 2.5x12mm taxus perseus clinical study stent, resulting in 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. (B)(6) 2012 the patient presented with chest pain associated with shortness of breath. Electrocardiogram revealed sinus bradycardia with t wave inversions. The patient was diagnosed with non st elevation myocardial infarction. 83.58% stenosis was noted in the 3rd obtuse marginal (om). Core lab noted in-stent restenosis within 2.5x12mm taxus perseus clinical study stent. A 90% stenosis was noted in distal left circumflex artery (lcx) and was treated with balloon angioplasty, resulting 30% residual stenosis. A 90% stenosis in the 3rd left posterolateral branch artery was noted and treated with balloon angioplasty using a 2.50 x 12 non bsc balloon catheter, resulting in 30% residual stenosis. The following day the patient was discharged on aspirin.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).